Event description:
On (B)(6) 2012 the reporter contacted animas to report that on (B)(6) and (B)(6) 2012 the pump history recorded there were 0.0 units in the cartridge and gave the 'empty cartridge' alarm, although the patient claimed the cartridge was not empty. The issue was not resolved. There was no allegation of patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.